Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer¿s caregiver reported the customer received unspecified lower sensor scan results and counteracted several times with oral glucose and food. The length of sensor wear was 3 days, and customer did not notice a trend arrow on the device. It was further reported the following day 04apr2025 at approximately 2:34 am the customer received a sensor scan reading of ¿lo¿ and it was compared to a reading of ¿hi¿ obtained on a competitor brand meter. Then at approximately 2:37 am the caregiver treated the customer by administering glucagon nasal-emergency-spray and the sensor scan went up to 100 mg/dl, then back again to ¿lo¿. The customer experienced sweating, shivering, ¿in a dazed condition¿, about to lose consciousness and customer was taken to the hospital. At the hospital the customer experienced cardiac arrest and lost consciousness. The customer received resuscitation with chest compressions, defibrillator, and was administered dialysis for treatment. There was no report of death or permanent impairment associated with this event. It should be noted that patients with diabetes are more likely to experience certain risk factors, including hypertension, which can increase risk of heart attack. This increased risk occurs over time and there is no direct correlation or indication that the reported device may have caused or contributed to the reported heart attack. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11, 224 & 227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. D4 (primary UDI number) has been modified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This serves as a correction report. Section(s) updated as follows: b5: edited narrative to reflect additional information. H6: health effect - clinical code: additional code: cardiac arrest. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer¿s caregiver reported the customer received unspecified lower sensor scan results and counteracted several times with oral glucose and food. The length of sensor wear was 3 days, and customer did not notice a trend arrow on the device. It was further reported the following day 04apr2025 at approximately 2:34 am the customer received a sensor scan reading of ¿lo¿ and it was compared to a reading of ¿hi¿ obtained on a competitor brand meter. Then at approximately 2:37 am the caregiver treated the customer by administering glucagon nasal-emergency-spray and the sensor scan went up to 100 mg/dl, then back again to ¿lo¿. The customer experienced sweating, shivering, ¿in a dazed condition¿, about to lose consciousness and customer was taken to the hospital. At the hospital the customer experienced cardiac arrest and lost consciousness. The customer received resuscitation with chest compressions, defibrillator, and was administered dialysis for treatment. There was no report of death or permanent impairment associated with this event. It should be noted that patients with diabetes are more likely to experience certain risk factors, including hypertension, which can increase risk of heart attack. This increased risk occurs over time and there is no direct correlation or indication that the reported device may have caused or contributed to the reported heart attack. There was no report of death or permanent impairment associated with this event.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on a competitor brand device and experienced trembling, lack of concentration, sweating, disorientation, powerlessness, and a loss of consciousness. The length of sensor wear was 3 days, and customer did not notice a trend arrow on the device. The customer was unable to self-treat and was seen by a healthcare professional and received resuscitation with chest compressions, defibrillator, and was administered dialysis for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Adc investigated this issue and determined that the sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation and actions conducted under adc field action fa1002-2025. No further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on a competitor brand device and experienced trembling, lack of concentration, sweating, disorientation, powerlessness, and a loss of consciousness. The length of sensor wear was 3 days, and customer did not notice a trend arrow on the device. The customer was unable to self-treat and was seen by a healthcare professional and received resuscitation with chest compressions, defibrillator, and was administered dialysis for treatment. There was no report of death or permanent impairment associated with this event.